Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 535 mg/dl; patient's father believes this was due to a reset of the personal diabetes manager. Symptoms reported include dizziness and shortness of breath. The patient was treated with 2 doses of ringer's lactate solution and was released after spending 5 hours in the ER.